Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics for the infection.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site, and extrusion of the electrode lead into the external auditory canal. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 28, 2024.